Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported loose or intermittent connection was unable to be confirmed, it is possible that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported difficulties; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported, that during preparation, an attempt was made to connect the copilot bleedback control valve (bbcv) device to the pressure tubing, but the copilot would not thread onto the tubing. The copilot bbcv was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.